Manufacturer narrative:
Evaluation results/conclusion: inherent risk of procedure (stent deformation, no results available since no evaluation was performed (device or procedural images were not returned for evaluation). None (device or procedural images were not returned for evaluation) evaluation. (B)(4).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of the device (lesion morphology ¿ 80% stenosis, severe calcification and moderate tortuosity). Evaluation conclusions: device failure related to patient condition (lesion morphology ¿ 80% stenosis, severe calcification and moderate tortuosity).

Event description:
The device was inspected prior to use with no issues noted. The device was advanced to the rca before deformation occurred. The vessel exhibited moderate tortuosity and the lesion morphology was reported as severely calcified with 80% stenosis. Resistance was encountered at the lesion. Images of the procedure appeared to show calcium at the lesion entry site. The patient is reported to be fine and no clinical sequelae were reported.

Event description:
The physician was attempting to advance an integrity rx stent to a lesion in the mid rca after ballooning. It is reported that the stent was damaged upon insertion into vessel. A non-medtronic device was used to complete the procedure.